Manufacturer narrative:
The probable cause of the overheating noted was attributed to inadequate lubrication in the upper bearing of the device. The micro drill medium straight attachment was discarded because it is not a repairable device.

Event description:
The micro drill medium straight attachment was sent for evaluation and it overheated during performance testing. No adverse event was associated with the device.